Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. The customer provided stryker with all the available patient information. Patient fields in which information is not provided were intentionally left blank. Stryker will not request any patient identifying information to be in accordance with regulation (EU) 2016/679 of the european parliament and of the council. Stryker performed an initial evaluation of the device. No exterior damage was observed. There were no event codes logged and the service indicator was off. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device did not deliver a defibrillation shock during a patient event. This issue is patient related; however, there was no adverse patient outcome reported.

Manufacturer narrative:
Stryker was unable to verify or duplicate the reported issue. The electronic records from the device were downloaded and reviewed. No device problems were observed from the records. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. There were no issues found with the device.

Event description:
The customer contacted stryker to report that their device did not deliver a defibrillation shock during a patient event. This issue is patient related; however, there was no adverse patient outcome reported.